Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed, during which the device was removed. No patient complications were reported.